Event description:
During routine testing of the device, the service technician reported the pump prime alarm did not function. The service technician replaced the pressure switch and now operates to specifications. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.